Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a novasure endometrial ablation was performed on (B)(6) 2013. After the ablation cycle, the physician left the disposable novasure device in the uterine cavity with array expanded and performed a laparoscopy for a tubal sterilization. He saw that "the novasure device [was] protruding from the uterine fundus. No burn found external to the cavity". Treatment included prophylactic antibiotics and the patient was discharged home.